Manufacturer narrative:
It was reported that during a patient resuscitation event, the rigid suction canister was "not performing correctly." Reportedly, a new rigid suction canister was obtained with no further reported incident. After multiple good faith attempts, the customer was unable or unwilling to provide additional patient, product, or procedural information. It is unknown at what point during the patient resuscitation event the reported product issue occurred. It is unknown what the components of the suction set-up were, what vacuum pressure was used, and if suction was intermittent or constant at the time of the reported product issue. No impact to the patient, to the patient's stability, or the procedure was reported. No sample was returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a patient resuscitation event, the rigid suction canister was "not performing correctly."